Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the drive support cap is loose and sticking out the insulin pump. The customer blood glucose is unknown at the time of incident. The customer was advised the pump needs to be replaced. Customer pump is out of warranty. The pump will not return for analysis.